Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 295 mg/dl. The customer states that they found large air bubbles. The customer also had a no delivery alarm in the past but they did not want to perform a high pressure test. The customer was advised to deliver a 5 unit fixed prime into air until bubbles are no longer visible. The customer was advised to change the entire set to resolve the issue with the air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.